Event description:
It was reported that during citrate infusion on 12/22 around 1900, the alaris pump alarmed 'channel error'. The clinician restarted the medication with new channel, however after a short time, the new pump alarmed channel error and shut off immediately. There was patient involvement, but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.